Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator (epg) was broken. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.